Event description:
A user facility reported that a pt experienced a non-delivery with an electromechanical ambulatory infusion pump. The non-delivery was discovered after the pt returned to the clinic following a 24-hour infusion regimen. The complainant stated that the pump appeared to be functioning properly (i.e., there were no alarms and the delivery indicator light was flashing). There was no injury associated with the event.